Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas generated persistent ¿alert 38¿ alarms beginning overnight, prompting multiple restarts by the user, and the device was subsequently restarted during the call without the alert reappearing, after which a replacement device was arranged. Symptoms included hyperglycemia with a reported glucose level of 300 mg/dl over approximately 12 hours without ketone testing, medical intervention, or other assistance. Outcomes included temporary disruption of therapy and user reliance on back-up measures when the alert occurred. Investigation included remote troubleshooting, device restart, data synchronization guidance, and issuance of a replacement with return instructions. Investigation of this device revealed a device alarm malfunction associated with the pump system that was not consistently reproducible, with no clinical injury reported. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.